Event description:
It was reported that the patient received inappropriate therapy. The lead has been removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected data: changed number of devices involved from two to one, removed non-reportable device. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was dried tissue on the helix. The helix would not extend due to dried blood in a distal conductor within the electrode, connector and in a connector pin. The blood in the connector most likely entered through the is-1 pin because no insulation breaches were observed. It was also noted that there was blood/fluid in the distal conductor which created an obstruction, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay was melted, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and there was apparent explant damage.

Event description:
It was reported that the patient received inappropriate therapy. Both leads have been removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the leads is in process; the results will be forwarded when available.